Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during last fill. The home patient (hp) called to report that two days ago, he ran out of the solution and kept getting clb alarms. He removed the heater bag, and added another bag, and resumed therapy, and it completed. The baxter technical service representative (tsr) explained he compromised the set up and to call the registered nurse (rn) to advise on what he did. They explained to the hp he should never remove a bag and reconnect a new bag. They understood and would call in future for assistance. The hp understood and the alarms were explained. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he said he was able to resume therapy after starting over with new supplies. He said he now knows how to add a new bag to the unused supply if the issue occurs again. Since then, he has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported problem of replacing a disconnected bag was confirmed as a user error. However, the root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.